Manufacturer narrative:
Additional health effect - clinical codes: 1858 - fever. 2191 - chills. 2238 - myalgia. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) documents were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, document rev. D and the heartmate 3 patient handbook, document rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline or pump pocket infection), renal failure, stroke, and death that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, provides the recommended anticoagulation regimen, including international normalized ratio range, as well as suggested anticoagulation modifications. The IFU also states that the heartmate 3 left ventricular assist system is contraindicated for patients who cannot tolerate, or who are allergic to, anticoagulation therapy. This section also lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had persistent multidrug-resistant pseudomonas bacteremia with confirmed left ventricular assist device (lvad) infection, refractory renal failure requiring intermittent hemodialysis, progressive deconditioning, anemia, thrombocytopenia, and ultimately catastrophic intracranial hemorrhage. The patient was transitioned to comfort measures and death following lvad decommissioning. Pump was not explanted and no autopsy was performed. The cause of death was determined to be catastrophic intracranial hemorrhage. Pseudomonas bacteremia with confirmed lvad infection was confirmed through positron emission tomography (pet) scan. The onset of pseudomonas bacteremia was (B)(6) 2026. Frequent pseudomonas in blood cultures and on driveline cultures were identified. Patient had fever/chills, myalgias, and confusion. The device operated as expected. The death was not considered to be device related.